Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01499 and 05146 / 05148).

Event description:
Legal counsel for the patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for the patient alleges a revision was performed on (B)(6) 2012 due to patient allegations of metallosis. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain and infection. All components were removed and a cement spacer was implanted.